Event description:
Patient being prepared for electrophysiology study (eps). One cordis 7 french catheter was inserted into right femoral vein. A second cordis 7 french catheter insertion was attempted in a location superior to and in close proximity to the first catheter. Resistance was met while atytempting to advance. The first catheter was withdrawn and was noted to have the distal 3 inches missing and to have a jagged edge. It was believed that the first catheter was sheared by the needle or introducer used for the second catheter insertion (attempted) and that the 3 inch section remained in the aptient. No further attempt to continue eps. Patient taken to angiography, echo, and CT scan to attempt to locate catheter piece. Unable to detect catheter piece. Patient has suffered no obvious physical affects.removed portion of the catheter was discarded. A catheter of the same type was used for evaluation. Package labeling states "radiopaque". Catheter was imaged under fluoroscopy and compared to another catheter that is 20% barium loaded. The 20% barium catheter was easily visualized with various phantoms. The cordis catheter was not visualized and considered undetectable. Will investigate the "radiopacity" of the catheter with the manufacturer.conclusion at this time is that the shearing of the catheter was user error, and that the inability to image the severed piece is because the catheter is not radiopaque, although it is labeled as such.disclaimer:this report is submitted as required by the smda of 1990 and is not to be construed as an admission by the hospital that the device, the hospital, or any employees of the hospital caused or contributed to a death, serious injury, or serious illness.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, performance tests performed. Results of evaluation: design - inadequate. Conclusion: device was out of spec in a manner that relates to event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was destroyed/disposed of.